Event description:
It was reported that four days after the implant of the right atrial (ra) lead, the patient came to the emergency room (ER) and was admitted to the hospital with chest pain. Chest CT showed pericardial effusion. Pacemaker parameter test showed loss of atrial capture. Echocardiogram showed moderate pericardial effusion. Prior to arriving to the ep lab, the patient's blood pressure was decreased. The patient was taken emergently for pericardiocentesis. The pericardial drain was placed and the same right atrial lead was repositioned. It was later reported that there was a cardiac perforation. The lead remains in use. No further patient complications have been reported as a result of this event. This event is from the (B)(4) study.

Event description:
It was reported that four days after the implant of the right atrial (ra) lead, the patient came to the emergency room (ER) and was admitted to the hospital with chest pain. Chest CT showed pericardial effusion. Pacemaker parameter test showed loss of atrial capture. Echocardiogram showed moderate pericardial effusion. Prior to arriving to the ep lab, the patient's blood pressure was decreased. The patient was taken emergently for pericardiocentesis. The pericardial drain was placed and the same right atrial lead was repositioned. No further patient complications have been reported as a result of this event. This event is from the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.